Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary angioplasty procedure, removal difficulties were encountered. The lesion being treated was located in the 90% stenosed proximal saphenous vein graft (svg) to the right coronary artery (rca). Following predilation with two quantum maverick balloons, two other MFR's 3.0 x 18mm drug eluting stents were deployed in the distal svg and mid distal svg. Then, the 3.5 x 15mm ultra 2 cutting balloon was advanced to the proximal svg and inflated 2 times to 10 and 8 atms consecutively. The physician then attempted to withdraw the cutting balloon and encountered difficulties, therefore, 3 more inflations were done in an attempt to remove the balloon. The ultra 2 cutting balloon was then reinflated to 4 atms for 10 seconds, and was able to be removed. The patient was not reported to have experienced any symptoms during the attempts to withdraw the balloon. The procedure was completed successfully, and patient status was reported as 'okay'.